Event description:
It was reported that an interrogation of the device showed that mode switch was indicated to be 50% in one area of the diagnostic data and other diagnostic data showed mode switch 100% of the time. Review of the trend and histogram data revealed the patient had chronic atrial fibrillation (af) and because over six months had passed since interrogations, the atrial high rate episode percent of time was underreported because of the limit on the device's data accumulation for patient in af. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).